Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing in bipolar configuration and rising thresholds. Loss of capture was observed when changed to unipolar configuration. Additional information from the clinic disclosed that the loss of capture began as early as (B)(6) 2014. Currently, the lead remains in use, but a replacement procedure was scheduled. No patient complications were reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.